Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: patient was admitted. On (B)(6) 2008: patient presented with c1 and c2 instability and underwent c1 lateral mass and c2 inter laminar screw fixation,c1 and c3 arthrodesis and c1 and c2 posterolateral fusion using bone morphogenic protein. Operative indications: patient was found on flexion and extension x-rays of his neck to have c1 and c2 instability. On neutral and extension the patient had an atlantodens interval of about 3 mm; with flexion, this interval increased to approximately 10 mm. Per operative report ¿¿.the lamina of c1 as well as c2 was decorticated with a high speed drill. A bone morphogenic protein was wrapped around the graft matrix granules and placed along the lateral side of the screw heads on either side. More graft matrix granules were then laid on top of the bone morphogenic protein sponges bilaterally. The patient tolerated the procedure well. There were no complications. .. The patient was then taken to the post anesthesia care unit in stable condition.¿

Event description:
It was reported that the patient underwent a spinal fusion surgery using rhbmp-2/acs. Post-op, the patient sustained chronic intractable low neck and back pain and male sterility. No additional information has been provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.